Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2001-(B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited noise, oversensing and a spike in impedance on the low-voltage portion of the lead. It was also noted that previously a small superficial insulation tear was noted on the low-voltage portion of the lead during a device changeout as a result of lead to lead abrasion. A lead repair was performed at that time. The rv lead remains in use and the patient will be brought into the clinic for further diagnosis. No patient complications have been reported as a result of this event.